Event description:
It was reported that, during a pump and catheter implant on (B)(6) 2014, the guidewire was kinking so the healthcare provider (hcp) was unable to steer the catheter properly. Another catheter was opened and utilized with no issues. The device system was used to deliver compounded baclofen.

Manufacturer narrative:
Analysis of the catheter revealed that damage occurred to the catheter body and/or guidewire during implant. The guidewire was also received for analysis but was not inserted in the catheter as received. Some areas close to the distal tip of the guidewire were bent and damage was seen on the guidewire winding.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.